Manufacturer narrative:
The patient reported continued pain following the primary surgery. A manipulation procedure and injections were performed. Review of the device history record indicates the device was manufactured to specification.

Event description:
The patient reported continued pain following the primary surgery. A manipulation procedure and injections were performed.